Event description:
It was reported that the patient complained of a diaphragmatic stimulation like sensation that was not reproducible. It was suspected there may have been a microdislodgement or microperforation. There was no capture and there was low sensing. The lead was damaged during repositioning. The lead was explanted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.